Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The recorded blood glucose value was 150 mg/dl, which is within the normal range. The customer was instructed to return the pump for further inspection, and a replacement pump with was arranged to be sent to them.